Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
We were fusing the navicular-cuneiform joint. Initially placed a 4.0 mm screw through the joint then use the nc plate over the top. We placed the proximal screws on navicular then went to use the compression rap with a 3.5 mm non locking screw. As we were screwing it in the head of the screw fell completely through the plate. This forced us to remove the construct & start over again, weakening the compression across the arthrodesis site. We placed the plate on again and then closed the case. In post op the doctor noticed unusual movement in the foot and realized our construct had fallen apart. We went in again for surgery the next day using a 5.0 inner frag, bigger plate & external fixation on top.